Event description:
According to the available information, the connection tubing, cylinder was broken and the ipp lost all the fluid. It was not possible to remove the empty tank. A new tank was placed and connected.